Manufacturer narrative:
Product event summary: the returned battery passed external visual inspection and functional checks. In the lab, the battery performed as expected, passing all tests. It was capable of driving a controller/motor fixture without any anomalies observed. Customer complaint could not be confirmed if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery does not provide power. The green light illuminated when the battery was plugged into the wall outlet and was tested on the other controller port but no power was provided. The battery will be exchanged. No patient complications have been reported as a result of this event.